Manufacturer narrative:
(B)(4). Date sent: 11/5/24. D4: batch #unk. B3: only event year known: 2024. Attempts are being made to obtain the following information. To date no response has a manufacturing record evaluation was performed for the finished device ec60a, lot number 189d25; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap appendectomy procedure, the device could not be opened after triggering. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent 12/5/2024. D4 batch #168d98. Investigation summary- the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was returned with the jaws and closure trigger in the closed position. Also, the knife was noted partially advanced, the red manual knife reverse button was activated and the knife returned to the home position as expected and one and with a gst45b reload present. The reload was received unfired. Loading the incorrect reload for the instrument size or model may result in transecting the tissue without sealing. Also, it should be noted that a 60mm device is designed to work only with 60mm cartridges. Please reference the instruction for use for more information. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that when using the reverse button ensure that the knife is fully back on its home position, if the knife remains advanced the device jaws would not open. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 168d98, and no non-conformances were identified.